Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices.  The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to having nasal/throat irritation or soreness.   There was no report of patient harm or injury.  There was no medical intervention required by the patient.  The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported an issue related to CPAP device sound abatement foam. There was no report of patient harm or injury. The patient has alleged to having nasal/throat irritation or soreness. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer visually inspected the external part of the device and found dust/dirt contamination on top and bottom enclosures, ui panel, rear panel, sd cover flip door, control dial, keypad, blower, blower box, blower outlet seal, p4 power connector, and dc jack colour insert. The manufacturer visually inspected the device internally and could not find any foam particles. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was dust/dirt contamination on enclosures, panels, blowers but could not find any foam degradation in the unit. Section d8, d9, h2, h3, h6 was updated in this report.